Manufacturer narrative:
A boston scientific technical services consultant discussed reported clinical observations with the caller. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to the elective procedure to replace this patient's device, shocking impedance measurements were 80 ohms. However, with the replacement device, the measurements ranged from 80 ohms to 152 ohms in various configurations. The lead was disconnected and reconnected with no change. The caller stated they are going to perform defibrillation testing (dft) and assess further. A 41j shock was delivered and successfully converted, shocking impedance was 121 ohms and no noise was observed. The physician suspected there may be scar tissue on the lead coils and has elected to monitor the system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Event description:
It was reported that this patient presented to the emergency room after receiving two shocks. Device interrogation revealed a code 1005 and identified the shock impedance measurements were greater than 125 ohms. A revision procedure was performed and this right ventricular lead was removed from service and replaced. No additional adverse patient effects were reported.